Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and mild diabetic ketoacidosis. The customer¿s blood glucose level was 385 mg/dl at the time of hospitalization. The other relevant blood glucose value was over 300 mg/dl. The customer experienced symptoms such as stomach bug and vomiting. The customer was treated with fluid bolus. The insulin pump will not be returned for analysis.